Event description:
Elegance study. It was reported that a grade d dissection occurred, requiring intervention. The subject underwent treatment with the ranger drug coated balloon on (B)(6) 2022 as a part of the elegance clinical trial. The target lesion was in the right proximal popliteal artery and right distal popliteal artery with 3 mm proximal reference vessel diameter and 3 mm distal reference vessel diameter with lesion length of 100 mm and 100% stenosis was classified as tasc ii d lesion. Prior to target lesion treatment, the pre-treatment dilation was performed using 5 mm x 150 mm sterling drug coated balloon. Treatment of target lesion was performed by dilation using 4.0 mm x 150 mm ranger drug coated balloon and the final residual stenosis was noted to be 30%. During the treatment of target lesion, dissection of grade d was noted in the target lesion. In response, a non-boston scientific stent has been implanted to treat the dissection. On (B)(6) 2022, the subject was discharged from the hospital. It was further reported that the target lesion was in the right mid popliteal artery and right distal popliteal artery.

Manufacturer narrative:
Fields updated in first supplemental report: b5: additional information. B6 and b7: updated information. A1: patient identifier- (B)(6). A2: patient age at time of enrollment- 81 years old.

Manufacturer narrative:
Fields updated in first supplemental report: b3- corrected date of event to 02/09/2022. A1: patient identifier-(B)(6). A2: patient age at time of enrollment- 81 years old.

Event description:
Elegance study. It was reported that a grade d dissection occurred, requiring intervention. The subject underwent treatment with the ranger drug coated balloon on (B)(6) 2022 as a part of the elegance clinical trial. The target lesion was in the right proximal popliteal artery and right distal popliteal artery with 3 mm proximal reference vessel diameter and 3 mm distal reference vessel diameter with lesion length of 100 mm and 100% stenosis was classified as tasc ii d lesion. Prior to target lesion treatment, the pre-treatment dilation was performed using 5 mm x 150 mm sterling drug coated balloon. Treatment of target lesion was performed by dilation using 4.0 mm x 150 mm ranger drug coated balloon and the final residual stenosis was noted to be 30%. During the treatment of target lesion, dissection of grade d was noted in the target lesion. In response, a non-boston scientific stent has been implanted to treat the dissection. On (B)(6) 2022, the subject was discharged from the hospital.

Manufacturer narrative:
A1: patient identifier: (B)(6). A2: patient age at time of enrollment: 81 years old.

Event description:
Elegance study. It was reported that a grade d dissection occurred, requiring intervention. The subject underwent treatment with the ranger drug coated balloon on (B)(6) 2022 as a part of the elegance clinical trial. The target lesion was in the right proximal popliteal artery and right distal popliteal artery with 3 mm proximal reference vessel diameter and 3 mm distal reference vessel diameter with lesion length of 100 mm and 100% stenosis was classified as tasc ii d lesion. Prior to target lesion treatment, the pre-treatment dilation was performed using 5 mm x 150 mm sterling drug coated balloon. Treatment of target lesion was performed by dilation using 4.0 mm x 150 mm ranger drug coated balloon and the final residual stenosis was noted to be 30%. During the treatment of target lesion, dissection of grade d was noted in the target lesion. In response, a non-boston scientific stent has been implanted to treat the dissection. On (B)(6) 2022, the subject was discharged from the hospital.